Event description:
It was reported that a technical error indicating a communication failure with the control circuit board was generated and the unit was turned off. When turning on the unit again, the phenomenon was not reproduced.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.